Event description:
It was reported by the rep that the (1) prw35 device was used during a caesarian-section procedure. It was reported that the staples from the prw35 come out of the skin when the dressing is removed from the incision site. The surgeon stated that this usually occurs. 1-3 days after the surgery. The surgeon then uses steristrips to close the wound. Sometimes he has to pack the wound down, but not very often. He is now putting in a double mattress suture.